Event description:
It was reported that a catheter issue occurred. A 75% stenosed target lesion was located in the proximal left anterior descending (lad) artery. An opticross hd catheter was selected for intravascular ultrasound examination of the target lesion. During the procedure, an occurrence of air ingress was observed. Flush was performed without issue. The image was clear and the procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned a conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that a catheter issue occurred. A 75% stenosed target lesion was located in the proximal left anterior descending (lad) artery. An opticross hd catheter was selected for intravascular ultrasound examination of the target lesion. During the procedure, an occurrence of air ingress was observed. Flush was performed without issue. The image was clear and the procedure was completed with this device. No patient complications were reported.